Manufacturer narrative:
(B)(4). Date sent: 5/1/2026. D4: batch # c9ej00. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received fully fired with several b-form staples on the reload deck. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. An event was found that caused the device to experience a false lockout event, though the cause of the error has not been identified. The device can recover from this state by re-clamping the device. No conclusion could be reached on the cause of the reported event. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ej00, and no non-conformances were identified. Additional information was requested, and the following was obtained: does the surgeon believe that the compressed pancreas thickness was easily compressible to 2.3 mm or less as indicated in the instruction for use? It is considered that the tissue might have been outside the indicated range. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? The leak continued immediately after surgery and persisted for up to 3 days. How was the leak identified? Unknown. What was observed at the site of the leak upon reoperation? Tissue crushing was observed. How was the leak addressed? Additional suturing was performed. Were there any issues experienced with the device in the initial surgical procedure? The device did not close. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. The surgeon believes that repeated attempts to close the device caused tissue crushing. Were there other contributing patient factors? Please explain. No specific comments were obtained. Please provide a timeline of events. During surgery, the device could not lock, and repeated attempts to close it caused crushing of the pancreatic parenchyma. After switching to an alternative device, the procedure was completed, followed by a small incision for additional suturing. Postoperatively, the leak continued. Additional event information the returned device was the replacement device used during the procedure. The device involved in the event had already been discarded. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: for the second device used to finish the procedure was there any issues with this device? If yes, what were the issues?

Event description:
It was reported that during a laparoscopic distal pancreatectomy for pancreatic tumor, the closing trigger was completely closed while the pancreatic parenchyma was gradually closed to take a time (about 30 minutes), but it did not lock and it would be opened. When nothing clamped outside the body, it was securely locked, but it could not be locked even when re-grasping the pancreas several times. The pancreas was crushed due to it was approached trying to close the pancreatic parenchyma with the echelon multiple times. The pancreatic tail was sutured and transected with a new echelon main body. Small incision was performed to reinforce the pancreatic stump, the procedure was switched from laparoscopy to semi-open surgery, and the reinforced procedure was completed. At today¿s interview, the doctor clamped an eraser with the echelon demo device, recreating a situation where the closing trigger closed, but would not lock. The doctor responded that it was not a defect, and that it may not have been possible to use the echelon on a pancreas that was 22mm thick in the first place. The doctor requested that the company confirm what millimeters of pancreas thickness is considered appropriate for the device. The patient is currently under observation, the waste fluid was confirmed, and a medication administered. It has been three days since the surgery, and the patient's pancreatic juice leakage was still ongoing. The patient's background information, such as allergies, medical history, other diseases currently being treated, are diabetes mellitus, asthma and a bmi of 30. The cartridge color was black. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2026. Additional information was requested, and the following was obtained: for the second device used to finish the procedure was there any issues with this device? No. If yes, what were the issues however, a postoperative pancreatic fistula was observed. Investigation summary: according to the information received, the ech60s device reported not specified. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received fully fired with several b-form staples on the reload deck. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. An event was found that caused the device to experience a false lockout event, though the cause of the error has not been identified. The device can recover from this state by re-clamping the device. No conclusion could be reached on the cause of the reported event. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot: null. Device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device batch number c9ej00, and no non-conformances were identified.